Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that both clamps on the wheel lock are not holding properly.